Event description:
It was reported that when giving chemotherapy there was leakage at the insertion site. The catheter was removed and a hole at 13 cm was discovered. The catheter had earlier been dependent on that the patient had its arm on a pillow for it to work, but there was a good bloodreturn before chemostart. The catheter was placed at 5 cm with securacath.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and appears to be related to the use of the device. One 4 fr powerpicc solo catheter was returned for investigation. The catheter extended up to the 45 cm depth marker. Two horizontal splits were observed between the 7 and 8 cm depth markers. The catheter was flushed with water using a 12 ml syringe and was observed to leak from the two split locations. Microscopic observation revealed the split edges to be slightly rounded. Material whitening was observed at the split corners. The distal split was observed to have a longitudinal split form at the apex of the circumferential split. The catheter was cut at the proximal end and at the 6 cm depth marker prior to the splits in order to measure outer diameter and wall thickness. The catheter dimensions were found to be within manufacturing specifications. The characteristics of the splits are indicative of material fatigue caused by repeated kinking of the catheter. The product instructions for use (IFU) states, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) of redv2133 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2133 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when giving chemotherapy there was leakage at the insertion site. The catheter was removed and a hole at 13 cm was discovered. The catheter had earlier been dependent on that the patient had its arm on a pillow for it to work, but there was a good blood return before chemostart. The catheter was placed at 5 cm with securacath.